Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) center in (B)(6), nj. A call to technical services on 11/4/2013, states that during a pre-radiation therapy check, noise was noted on rv lead. Event stored on october 22nd. Some noise was reproducible with isometric, but not sensed by device. Noise on stored events was quite different. Lead impedance is stable. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).